Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support regarding an error message received while performing the pd treatment. After troubleshooting, the patient stated that she had experienced a fluid leak from the cassette a couple of night before. The exact date was not provided. The fluid leak was alleged to be coming out from a small hole in the cassette. The cycler was replaced due to the fluid leak. The patient has manual supplies to complete the treatment using continuous ambulatory peritoneal dialysis (capd) and was advised to contact her pd nurse regarding this incident. Further information has been solicited but not made available.